Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008 and right partial knee arthroplasty on an unknown date. Subsequently, patient experienced inability to swim, "large egg" swelling over right trochanter after a fall, laxity in both knees, lower back pain, mild effusion of the left knee, mobile patellofemoral joint on left side and mortons neuroma in both feet with some pain. No further information has been provided.